Event description:
The device was returned as a rental end with no problems identified. There was no reported pt harm. Alarm info was not provided. During the repair eval. It was discovered the audible alarms would not function. A bad solder joint on the alarm component was determined to be the cause of the problem. The alarm component was replaced to correct the problem. There was no pt involvement, malfunction identified on the technician's bench. No further action planned at this time.